Event description:
Healthcare professional reported having injected a pt with 2 syringes of juvederm voluma xc approx 2 months ago in the "bilat mental aspect of chin". The pt was injected concomitantly with 1 syringe of juvederm ultra xc into the "lips" and 1 syringe of juvederm ultra plus xc into the "marionettes and lower lip". Treating physician at the injecting office reported the pt developed symptoms approx 2 months later described variously as: "indurated nodules", "red and swollen", "hypersensitivity reaction" in "all the treated areas" which includes "cheeks and marionettes bilateral slightly lips". The injector reported that they have "come to learn that the pt had an MRI a few days before this problem was noted." The pt received gadolinium as a contrast agent for MRI. "There are reports of this product causing very unusual hypersensitivity reactions." Assessment: "possible inflammatory reaction to the product." "A skinny needle biopsy revealed a granulomatous dermatitis in these areas." A culture was performed which was negative. Pt was treated with doxycycline and aleve which were considered "50%" effective, however, they are not reported as resolved. This is the same event adn the same pt reported under MDR ID#3005113652-2014-00358 (allergan complaint# (B)(4)) and MDR ID# 3005113652-2014-00365 (allergan complaint #(B)(4)). This is the third MDR submitted for the third suspect product, juvederm ultra plus xc.

Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2014. Further info from the reported regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of "indurated nodules", "red and swollen", "hypersensitivity reaction", "inflammatory reaction", and "granulomatous dermatitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.